Event description:
3 fr PICC placed l arm. When guidewire removed, catheter sheared off and 45 cm remained in pt. Taken emergently to angio where fluoroscopy revealed catheter fragment in chest stretched between the right and left pulmonary arteries. Catheter fragment was snared and retrieved.